Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca) and a lesion in the distal rca, with heavy calcification. Rotablation was performed and the 4.0 x 15 mm xience xpedition stent delivery system (sds) was advanced to treat the distal lesion, but could not advance due to the anatomy. During removal, resistance was also met with the anatomy and the stent came off the balloon in the proximal rca. A balloon catheter was used to deploy the dislodged stent in the proximal lesion. A new xience xpedition sds was used to treat the distal lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.